Event description:
(B)(4). I had the essure devices placed in 2012 for permanent contraception. In the 3 years since, I have progressively been experiencing adverse side effects. Significant weight gain (40lbs in approximately 11 months), pelvic/ovarian pain, severe bloating, headaches, migraines, ovulation pain, widespread joint pain, difficulty concentrating, extreme fatigue, malaise, chronic inflammation, restless leg syndrome, recurrent uti, problems with teeth/gums, hair loss, vitamin d deficiency, iron deficiency anemia, and skin rashes. In the last year, the symptoms have worsened considerably. I have daily pelvic pain, and the joint pain in my hands, wrists and knees is becoming debilitating. I am concerned that the devices may be causing long term damage, and I am meeting with my doctor to discuss having a total hysterectomy at the age of 37 to ensure the devices are completely removed without breakage. Due to the increase in pelvic pain, I am concerned that the devices may have migrated or broken, and I will be having tests to determine present coil location.